Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported that a consumer's contact lens stuck to their eye and caused a large abrasion (od). The abrasion covered over half the eye, and the consumer continues medical treatment. Voltaren (qid) and vigama (qid) were prescribed. Refit into other contact lenses, the consumer no longer experiences any issues.